Event description:
The customer was hospitalized for high bgs and dka. Also the pump had an alarm. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. The customer stated that they have been off the pump since their admission.